Event description:
Customer's father called to report that the insulin pump has a blank display after battery change. Customer's father stated that there is damage to the battery cap and that the thread is showing. Customer's father also stated that there is a crack in the pump. Customer's blood glucose reading was 273 mg/dl. Troubleshooting was done. Product is being returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to power connector on battery tube not plugged in properly. The insulin pump had broken battery tube threads, cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.